Manufacturer narrative:
Sid (B)(4), sid (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c carbon dioxide (co2) results for 2 patients while running on the alinity c processing module. The following data was provided: on (B)(6) 2021, sid 430201: initial results: co2 = (B)(6) 2021; repeat on another instrument: co2 = (B)(6) 2021. On (B)(6) 2021, sid 430201: initial results: co2 = (B)(6) 2021; repeat on another instrument: co2 = (B)(6) 2021. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c carbon dioxide, 07p72-20, abbott gmbh (wiesbaden) to alinity c processing module, 03r67-01, irving ia/cc. MDR number 3016438761-2021-00519-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity c carbon dioxide, 07p72-20, abbott gmbh (wiesbaden) to alinity c processing module, 03r67-01, irving ia/cc. MDR number 3016438761-2021-00519-00 has been submitted and all further information will be documented under that MDR number.